Manufacturer narrative:
The results of this investigation confirmed one of the three holder legs was not properly attached to the sewing cuff and the functionality of the valve was impaired by stiff leaflets, especially cusp 1. The valve was sent for additional analysis by a pathologist at the jesse e. Edwards registry of cardiovascular disease and by sjm quality engineering. Histopathological examination revealed a thin layer of fibrin on the outflow surface of all three cusps and on the inflow surface of cusp 3. Special stains were negative for organisms, and no acute inflammation or calcifications were present. Examination revealed one of the three holder legs was not properly attached to the sewing cuff and this lack of attachment was determined to not impact the position of the valve relative to the holder, nor was there any evidence to conclude that hypo-mobility of cusp 1 was caused by the missing attachment point. X-ray confirmed the stent was not ovalized. Chemical testing of sample valves did not replicate the hypo-mobile condition seen in the complaint valve. The leaflet tissue thickness was increased relative to measurements obtained during manufacturing; however, cusp 1 exhibited the smallest thickness change. While tissue thickness may play a role in leaflet mobility (stiffness), it is unlikely in this case to be a major contributing factor due to the small leaflet tissue thickness increase seen. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. Hydrodynamic testing at the time of manufacturing to st. Jude medical indicated the valve functioned normally. There was no evidence found to suggest the cause of the fibrin or stiff leaflets were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Manufacturer narrative:
(B)(4). The results of this investigation indicated the valve met sjm specifications as supported by the valve's device history record and the analysis performed. There was no evidence to suggest that there was an intrinsic defect in the valve. The cause of the reported event remains unknown.

Event description:
This 25 mm sjm trifecta valve was implanted on (B)(6) 2015. During preparation it was noted that the valve was fixed to the holder by t two of the three sutures; however, the valve was successfully implanted. During follow-up on (B)(6) 2015, a moderate degree of insufficiency was seen at echo. A CT was performed and noted t a leaflet was hypo-mobile and the valve had a correct configuration. On (B)(6) 2015, the valve was explanted and replaced with an (B)(4). The patient's status was reported to be stable.